Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging a calcode issue with the patient's onetouch ultra test strips. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the alleged product issue began on (B)(6) 2015 at 12:00pm. The patient manages her diabetes with self-adjusting insulin. The reporter stated that the patient took more food/drink on (B)(6) 2015 at 2:00 pm in response to the alleged product issue. The reporter claimed that the patient developed the symptoms of "sweaty and passed out" (date/time not provided). The reporter stated that the patient received hcp treatment of IV fluids at ER on (B)(6) 2015 at 2:00pm. The reporter stated that the patient's blood glucose was tested with another device on (B)(6) 2015 (time not provided); however, the result obtained is not known. At the time of troubleshooting, the csr noted that walk-through changing the calcode with the reporter resolved the alleged product issue. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because, the patient developed the symptoms of "sweaty and passed out" after the alleged product issue began. These symptom do meet lifescan's criteria for a serious injury. Additionally, the patient received hcp treatment for a severe low blood glucose excursion after the alleged product issue began.